Event description:
It was reported that the patient presented with severe radicular pain going down the front of her thighs. A study showed she had severe spinal stenosis at l2-l3. There was no obvious loosening of rods but there was always a possibility of pseudoarthrosis at l3-l4. Pre-operative diagnosis included failed back surgery with a possible pseudoarthrosis at l3-l4 and severe adjacent degeneration at l2-l3. Decompression at these levels, extension diffusion of l2-l3 and exploration of [prior] fusion was recommended. The patient was taken to the operating room (or). The instrumentation was removed with synergy 5.5. The caps were removed followed by the rods, followed by the screw times six. Screws were placed on the right at l2, l3 and l4. Similar screws were placed on the left at l2, l3 and l4. The pedicle at l4 was blown laterally from twisting of the old screw. Visually the screws had eroded through the pedicle at l3 on the left. Bone was taken from the left iliac crest. Rods and crosslink were placed. The left l3 screw was removed. Allograft and rhbmp-2/acs were placed in the lateral mass expanding from l2 to l4 to the fusion mass from the previous surgery. This was supplemented with autograft, allograft and osteofil in the lateral gutters. Autograft and rhbmp-2/acs was impacted into the l2-l3 and l3-l4 facets. The patient was transferred to recovery in good condition. No complications were noted during the surgery. Reportedly, that the patient's "post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005: the patient presented with pre-op diagnosis: failed back surgery with a possible pseudoarthrosis at l3, 4 and 5; severe adjacent degeneration at l2-3. Per-op notes: ¿..we removed the instrumentation with synergy 5.5. The caps were removed followed by the rods, followed by the screws times six. A 6.5, 40 millimeter screw was placed l2 on the right and the same thing at l3 and l4 on the right. On the left side was placed the similar screws at l2, 3 and 4. The left iliac crest was approached through a separate facial incision. We next removed the l3 screw on the left since it was not needed. The bed was dropped in lordosis, rods are placed times two, compression was carried out, plugs were placed and then the plugs were sheared off and a cross link was placed to lock the construct together. Antibiotics were repeated and the rhbmp-2/acs allograft combination was placed in the lateral mass expanding from l2 to l4 to the fusion mass from the previous surgery. This was supplemented with autograft, allograft and bone graft filling up the lateral gutters quite well. It should be noted that rhbmp-2 and autograft was impacted into the l2-3 and 3-4 facets..¿ post-op diagnosis: same with pseudoarthrosis identified at l3-4.

Manufacturer narrative:
Concomitant medical products: rods, screws, crosslink (implant (B)(6) 2005, explant (B)(6) 2010); icbg, allograft, demineralized bone matrix (implant (B)(6) 2005). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.